Manufacturer narrative:
No customer returns were available. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is elevated complaint activity for the likely cause lot. A test protocol was executing using retained samples of architect bhcg lot 02376ui00. All validity and acceptance criteria were met. This demonstrates that the lot is performing acceptably. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a false positive architect total b-hcg result of 11,777 miu/ml was questioned by a patient because she did not believe she was pregnant and urine testing was negative. A new sample was drawn 2 days later and the result was negative at <1.2 miu/ml. The customer retested both samples and results were negative at <1.2 miu/ml. No adverse impact to patient management was reported.